Event description:
It was reported that the customer was hospitalized for high glucose level. Troubleshooting was performed. The programming and bolus history were accurate. It was stated that the insulin did not exit during priming.